Event description:
It was reported that the customer's insulin pump had a prime/fill anomaly. His blood glucose level was not reported. The numbers were changing when the customer was filling the tubing. The customer was stuck in the rewind/prime process. He was advised to revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.